Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock impedance measurements, measuring less than 20 ohms and noisy signals. The noise and low shock impedances were noted during the check-up before the device was getting replaced. Subsequently reconfiguration of coil was performed, which resulted in normal impedance measurements. The plan is to continue monitoring and the lead remains in service. No adverse patient effects were reported.